Manufacturer narrative:
The device was received 4/29/2024 for evaluation. The alarm log was checked on screen, logs were downloaded and reviewed. The device passed inspection and all pvt tests without any issue. Also, the pvt delivery test is completed in 6.0 minutes. The complaint was not confirmed so probable cause could not be determined, and no problem found.

Event description:
The event occurred on an unspecified date and involved a plum 360¿ sistema infusionale compatibile con ICU medical mednet¿ software. The customer reported that the device does not infuse in the indicated time. It is unknown if there was any patient involvement; harm was not reported as a consequence of this event. No other information is available.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is no yet complete.